Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000081971.

Event description:
It was reported the patient experienced high impedance on 1 lead. In turn, during the same procedure the battery was repositioned for discomfort at ipg site. Therapy was restored post operatively. The investigation did not determine which lead recorded high impedances.